Event description:
Customer reported a past high blood glucose event, with the highest level displayed as "high." Cause was not known. Customer took corrective action by administering a correction injection via multiple daily injections. Cts recommended consulting with a healthcare professional to discuss possible factors affecting blood glucose levels, and the customer acknowledged this advice.